Event description:
Tip fire upon contact with compress soaked with 50% alcohol and other disinfectants. No patient injuries or symptoms related to this event.

Manufacturer narrative:
(B)(4). Method: facility disposed of device. Device is not available for return and inspection. Results: facility disposed of device. Device is not available for return and inspection. Product event: (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.